Event description:
An aeon endostapler 3.25mm/60mm orange reload was used with an aeon endostapler handle - long in a sleeve gastrectomy procedure. The procedure took place on (B)(6) 2022 and lexington medical was made aware of the event on november 2, 2022. The stapler cut but did not staple. No patient harm.

Manufacturer narrative:
After investigation, it was determined that the level one root cause for no staples present after retracting was that the reload had been re-fired. The level two root cause was determined to be a combination of user error and product malfunction. Reloads are single-use devices that are not intended to be re-fired, as per the warning in the instructions for use 900299 section 1.4.9. However, a single-use lockout is present on all reloads to prevent re-firing of used reloads.